Manufacturer narrative:
This case is still under investigation. A supplemental report will be submitted upon receipt of new and relevant information and or upon completion of the investigation by the manufacturing plant.

Event description:
On 22 jun 2022, it was reported to anika that a physician injected monovisc into the patient's right big toe for osteoarthritis. A 4 cc syringe was used and 1.3 was injected with a 23-gauge needle. The patient felt pain so we managed it with narcotics for the first two (2) days. The patient went to the hospital on (B)(6) 2022 where it was confirmed that there was no infection. Patient's pharmacist called and 2 mg morphine was prescribed. The emergency room told the patient she was not responding to morning so 4 mg hydromorphone was prescribed. Physician called the patient on the following monday, patient stated having pain when there was pressure on the toe. The patient is getting better with time.

Manufacturer narrative:
This case is still under investigation. A supplemental report will be submitted upon receipt of new and relevant information and or upon completion of the investigation by the manufacturing plant. Additional information was not provided upon request. The reported event is not confirmed. There was no report of a malfunction. The lot number is unknown. The current patient's status is unknown. A batch record review was no performed due to the lot number not being provided by the complainant. A review of the product IFU was performed. Pain is documented as an indication in the IFU. It is recommended that an 18-20 gauge needle be used. It was reported that a 23 gauge needle was used. A supplemental report will be submitted upon receipt of new and relevant information. This case will be monitor and trended for future analysis.

Event description:
On (B)(6) 2022, it was reported to anika that a physician injected monovisc into the patient's right big toe for osteoarthritis. A 4cc syringe was used and 1.3 was injected with a 23-gauge needle. The patient felt pain so we managed it with narcotics for the first two (2) days. The patient went to the hospital on june 2, 2022 where it was confirmed that there was no infection. Patient's pharmacist called and 2mg morphine was prescribed. The emergency room told the patient she was not responding to morning so 4mg hydromorphone was prescribed. Physician called the patient on the following monday, patient stated having pain when there was pressure on the toe. The patient is getting better with time.